Manufacturer narrative:
Eight samples were returned. Four of which were decontaminated without original packaging and four were new and in original packaging. The samples returned were tested using the hydrostatic vessel [cal ID: (B)(4), due date: january 2022] as procedure pq-016 hydrostatic pressure test (leak test) rev. 103 indicate. A leak was found fleeing from the air vent of the filter in three (3) decontaminated samples, thus the failure mode reported is confirmed, the five (5) remaining samples no leak found. Root cause analysis of this failure mode was performed under CAPA-000542 open on 30-apr-2019, on which root cause states filter leakage is caused silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.

Event description:
Information was received regarding a cadd extension sets . It was reported that the extension sets were leaking at the height of the filter. This occurred while in use with a patient. No medical intervention was needed.